Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient complained ipg pocket pain. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery will not be returned due to facility policy.